Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, moisture damage found on the electronic assembly, motor and force sensor noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked near battery compartment on the back side of insulin pump. Customer reported that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.